Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for long charge time. An attempt to perform manual capacitor maintenance failed. The device was explanted and preplaced. The patient is doing fine.